Event description:
It was reported the procedure was being performed on a (B)(6) male pt, height (B)(6), weight (B)(6) in the surgery - endoscopy unit. The pt was taken to the room and interviewed and examined. Hep-lock IV was started and the pt was placed on a monitor. The pt was given normal saline 1l IV and zofran 4mg IV. Lab work was pending. The pt has heme positive black tarry stool. The pt was taken to ICU. The pt was given a tonics bolus and drip as well as octreotide bolus and drip. The physician requested as well as one unit of ffp. The pt had already been typed and crossed for 4 units of packed red blood cells. The pt was admitted to the ICU. The pt needed batter IV access. Consent was obtained for a central line placement after multiple attempts were unsuccessful at peripheral ivs. The pt was sterilely prepped and draped on the right and left sides of his neck for central line placement. The physician was assisted by another physician using the ultrasound guide. An attempt was made on the right side using the posterior as well as the middle approach as well as the seldinger technique. Good venous return was obtained in the finder needle as well as the central line needle. The guidewire was the pt's left side of his neck was prepped and draped and anesthetized with lidocaine. Once again using the ultrasound the seldinger technique was utilized and good venous return was obtained. The central line was placed with good venous return and secured. All lines were flushed. Portable chest x-ray from placement is pending. The pt was in stable condition in the ICU. Ther was no delay in treatment and no pt death or complications reported. It was noted they were placing an arrowguard cvc, 16cm tlc kit. The event was initially evaluated and determined to be non-reportable. The returned device was reviewed and the event was determined to be the result of a product malfunction; therefore, it is reportable.

Manufacturer narrative:
(B)(4).